Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric and the de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained between a 45 and 95 degree bend. A 12 x 4.00mm rebel stent was advanced for treatment; however, it was difficult to reach the calcified lesion. The device was removed and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.